Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stated that they had been constantly having to replace their patient programmer (pp) batteries, noting that their pp kept showing the ¿dead batteries¿ screen. It was determined through troubleshooting that the patient was actually seeing the screen indicating that the ins needed to be charged. Patient services reviewed the differences and considerations. The patient stated that they saw the thermometer screen on the recharger every time they charged their ins. The patient thought the thermometer screen meant that the ins was fully charged, so they would stop charging it whenever it showed on the screen. Patient services reviewed that the ¿droplets¿ would appear when the ins was charged fully. The patient confirmed that they had never seen them. The patient stated that they had to charge every couple days. Patient services reviewed that made sense since they never charged their ins until full. The patient confirmed that they leaned back with a pillow over the recharge antenna head while charging. It was reviewed that this did not allow the normal heat from charging to dissipated and it was likely causing the thermo meter screen to display. Patient services sent out adhesive discs, so the patient did not have to lean against a pillow. There were no symptoms reported. The issues have been occurring since implant (2017 (B)(6)). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the patient gets the ins fully charged and the next morning it is almost completely dead. The patient does not think the settings have changed from how they were initially set, other than if she needs more stimulation she would increase it. Patient redirected to health care professional (hcp). No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that seeing the thermometer icon while recharging when the patient stopped leaning against a pillow while recharging was resolved and is working great. It was also reported that fully charging the patient's ins resolved the patient's ins depleting fast and having to recharge often. No further information was reported.